Event description:
Additional information received indicated that 22 days following the valve implant the patient felt chest pain while working and rated it a 4/10. The pain was dull and achy primarily in the left upper chest with some radiation to the shoulder and worsened with deep inspiration. There was no radiation to the arm or jaw and no shortness of breath. The symptoms did not improve with rest. The patient denied any recent heavy lifting or extensive/strenuous upper body exercise. As result, hospitalization occurred. A posterior anterior (pa) and lateral (lat) chest x-ray were performed. The cardiomediastinal contours were stable, lungs were clear with no effusions. The electrocardiogram (ECG) was normal. A transthoracic echocardiogram (tte) noted a normal left ventricular systolic function with no left ventricular hypertrophy (lvh). Appropriate placement of the transcatheter valve was also reported. The patient was discharged to home the day following admission with an alkaloid medication for 30 days with 10 days of ibuprofen to start. The chest pain event resolved 16 days following discharge. The physician indicated the chest pain was possibly related to the implant procedure and the valve.

Manufacturer narrative:
Updated data: a1, a2, b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b5, b7, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that imaging at approximately 22 days following the valve implant identified a type I stent fracture without the loss of stent integrity. The fracture was located on the anterior portion of strut 6 and was protruding outward.

Event description:
It was reported that following the implant of the transcatheter bioprosthetic pulmonary valve an electrocardiogram (ECG) identified multiple premature ventricular contractions (pvc) and runs of non-sustained ventricular tachycardia (nsvt) with arrival to the cardiac care unit (ccu). As reported, the transcatheter valve was sitting close to the right ventricle which might have predisposed the patient to the ectopy. An anti-arrhythmic was initially started post procedurally due to bradycardia with the heart rate (hr) in the 40 beats per minute (bpm) range. There was concern of the patient¿s ability to tolerate a beta blocker. The hr improved on the day following the valve implant. The anti-arrhythmic was discontinued and a beta-blocker was started. The patient was tolerating the beta block with mild bradycardia with hr in 50 bpm range and a reduced pvc burden. The post-procedural ECG was without ischemic changes. Chest pressure was thought to be from procedural pain and now resolved. The day following the valve implant a fever developed with a maximum temperature of 101.3 for approximately 1 hour. Aches, headache, and chills also presented. A chest x-ray showed no suspicion for pulmonary opacities. A pleural effusion and pneumothorax were not present. Broad spectrum antibiotics were administered. An infectious work up was negative including a blood culture without growth at 24 hours. A urine culture showed no growth. The patient felt better the following morning. There were no further fevers and the patient remained clinically well. Leukocytosis improved. The antibiotics were stopped. The patient was discharged home 3 days following the valve implant on a beta blocker for symptomatic pvcs. The fever resolved and the pvc burden had improved. Hospitalization was prolonged as result of the fever. The rhythm issue was reported as possibly related to the valve. The fever event was reported as causal to the procedure.

Manufacturer narrative:
Continuation of d10: product ID {harmony dcs}; product lot/serial number {(B)(6)}; product type: {delivery catheter system}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician indicated the musculoskeletal chest pain was now unrelated to the transcatheter p ulmonary valve and solely possibly related to the implant procedure.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information noted the patient did not experience symptoms as result of the thrombus.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the chest pain was classified as musculoskeletal chest pain. Additionally, the 6-month fluoroscopy noted the transcatheter pulmonary valve was well seated in the right ventricular outflow tract (rvot). The complete type 1 fracture, classified as inferior anterior, was stable and not affecting the overall stent integrity.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that approximately 7 months following the valve implant a computed tomography angiogram (cta) as follow-up to the previously reported stent fracture. The stent fracture was reported as stable. However, a new concentric hypodensity along the inner lumen of the transcatheter pulmonary valve. This was most prominent in the right ventricular outflow tract (rvot) which in the absence of infectious finding or symptoms favored a thrombus. As reported, this possible thrombus could be neo-intimal formation. Direct oral anticoagulation was initiated, and aspirin was to continue for 1 month after which the aspirin would be discontinued. As reported, the transcatheter pulmonary valve was functioning ¿quite well¿. The patient would undergo a magnetic resonance imaging (MRI) in approximately 2 months. The thrombus event was resolving.